Manufacturer narrative:
The reference c16026 has been allocated to this case by rayner. Rayner intraocular lenses limited are conducting a voluntary global recall (excludes us market) as internal quality checks revealed that certain products released to market may contain a higher than usual level of residual polishing compound (aluminium oxide) used in the manufacturing process of intraocular lenses (iols). The recall was initiated as a precaution as clinically significant levels of aluminium oxide have, on rare occasions, been linked to cases of toxic anterior segment syndrome (tass) in published literature (1). Following notification of the product recall, a healthcare professional in oman reported that he had observed the post-operative development of a "severe intraocular reaction" in a patient who had undergone implantation of a lens subject to the product recall. Tass is multifactorial and common risk factors have been identified as; inadequate flushing of cannulated instruments, use of enzymatic cleaners/detergents, use of reusable cannulas, inadequate manual cleaning of instruments, reuse of single use devices (e.g. Blades, tips, sleeves etc), use of tap water with no sterile final rinse and/or water quality issues, inadequate personnel or trays to allow proper preparation of instruments, use of preserved medications in the eye, touching of iol or patient contact areas of instruments with gloved hands, poor instrument maintenance, autoclave residue, rust, particulates, lint etc and lack of routine cleaning of ultrasonic baths(2). It is not possible to confirm this report of a severe intraocular reaction as being causally related to the implanted rayner iol; however, it is not possible to exclude it as a potential root cause. Additional information has been requested from the healthcare facility to facilitate further investigation of the event. References: don calogero, ms et al; evaluation of intraocular reactivity to metallic and ethylene oxide contaminants of medical devices in a rabbit model; ophthalmology 2012;119;e36-e42. Zachary bodnar, md, sue clouser, rn, nick mamalis, md, toxic anterior segment syndrome; update on the most common causes j cataract refract surg 2012;38:1902-1910.

Event description:
Rayner intraocular lenses limited received notification from a healthcare facility in (B)(6) on (B)(6) 2016 that a patient developed a severe intraocular reaction following implantation of a rayner iol (model number, lot number and power not specified by reporter). The healthcare facility initiated a course of treatment to resolve the symptoms experienced by the patient. The healthcare professional reported at the time of notification that the patient's symptoms were improving.